Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm during rewind. Customer stated that there were some motor error alarms in the alarm history. Pump has been out of warranty. Customer's blood glucose level was normal and did not required medical treatment. No further details given.